Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available. If additional information is received it will be reported on a supplemental report. Device disposition is unknown.

Event description:
It was reported by the lawyer that the patient entered the hospital on (B)(6) 2010 with a right hip fracture and was implanted with two 6mm cannulated screws. Afterwards, the patient felt pain and on (B)(6) 2014 the screws were explanted. The patient was implanted with a total hip replacement with model accolade number 6, with double mobility head and a 50mm tritanium trident cup.